Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implantable pump. The indication for use was spinal pain. On (B)(6) 2015 it was reported that at the routine pump refill visit on approximately (B)(6) 2015, the expected residual volume was 6 ml; however, 0 ml was aspirated. The physician suspected tampering with the pump; they had previously sent off aspirate for evaluation. The patient status was reported as "alive-no injury'. Additional information was received on 08/26/2015 from an hcp via a company representative and it was reported that the patient was seen at the clinic with the intent to perform a repeat rotor study and catheter study. The physician had performed one back around february and it was all within normal limits. The "c arm" at the clinic broke and the study was unable to be performed. Instead, the physician aspirated the pump contents to check the volume as at past refills the expected versus actual volumes had been inconsistent. The expected volume was 15 ml and 0 ml was aspirated. The patient and his wife verbally questioned what was the matter with the pump. The patient never complained of any symptoms of overdosing. The physician maintained the suspicion of the aspiration of medication from pump. The patient stated that the area at the pump site was sore. The physician refilled the pump with pfns (preservative free normal saline), placed the pump at minimum rate, and met privately with the patient and patient's wife to discuss the situation. The physician later told the company representative that he planned to recheck the pump status with possible removal. Additional information was received on 09/02/2015 from an hcp via a company representative and it was reported that the patient would have the pump explanted due to a possible infection at the pocket site. The procedure was scheduled for (B)(6) 2015. The drug in the pump at the time of the event, concomitant medications, pertinent medical history, cause of the volume discrepancy, and whether or not the pump explant occurred were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that the physician had taken cultures of the pocket fluids and it tested positive for pseudomonas. The patient was being treated with antibiotic protocol. The physician suspected that the pump had been tampered with to aspirate contents. The patient's spouse demanded the pump and catheter but it was already returned to the manufacturer for evaluation.

Manufacturer narrative:
Analysis of the pump fluid path found significant damage to reservoir septum while implanted. The septum was not leaking. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.